Event description:
During administration of the vaccine, the syringe detached from the needle when the plunger was pushed. Some of the medication was administered and the remainder ran down the patient's arm. Patient was instructed to wait, so an incident report could be completed. FDA safety report ID# (B)(4).